Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure (B)(6) 2025. During the procedure, when performing the sphincterotomy with the electrosurgical unit at 20 watts in the cut and 20 watts in coagulation, the arch wire of the sphincterotome comes loose and the patient begins to bleed. It was reported that the piece snapped off at one end but remained in the papillotome, the papillotome was removed once it snapped off. No part of the cutting wire detached and fell into the patient the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.